Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain and failed back surgery syndrome. It was reported that the patient's device only lasted a year and that it wasn't normal battery depletion. The patient had the device replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.